Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 225cc, catalog number 3501630, serial number (B)(4), lot number 5962083. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 225cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the patient experienced bilateral deflation. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 405cc, catalog number 3507405mc, serial number (B)(4). Lot number 7623497 (l) and serial number (B)(4), lot number 7585137 (r). On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. White, red and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 0.2 cm x 0.2 cm located on the posterior aspect and a rent measured approx. 1.5 cm running from the anterior aspect to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. At this point is not possible to determine the etiology of the white, red and brown material found on the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).